Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed battery-failed as the battery cap was loose and the pump had a crack around the threading. The customer¿s blood glucose level was 344 mg/dl at the time of the incident. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test. Pump received with cracked battery tube threads.